Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (tts). Customer cleared the alarm and reported that the infusion set would be changed. Customer¿s blood glucose level was 340 mg/dl.